Event description:
It was reported that out-of-range high pacing lead impedance measurements and noise reversion episodes were observed. At next follow-up, the pacing lead impedance measurements were in-range. The device remains implanted.

Event description:
New information notes noise reversion episodes and out of range pacing lead impedance continues. The ICD was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.